Event description:
Safety clip slit tubing while in pump. No alarm, continued pumping into central line. 100cc's of tpn soaked pt. Nurse noticed and saw pump was still pumping. The IV set was not saved.